Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. Patient's history of uti was asked and the healthcare provider responded that the urine culture on (B)(6) 2018 showed mixed gram flora-no tx. The cause of uti was asked and the hcp responded contamination of specimen. When asked if the uti was related to the device and/or therapy the hcp responded that the patient decided not to have the device surgically implanted. There was no tx performed for the uti.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for an basic evaluation (be) for non-obstructive urinary retention, urinary frequency, and fecal incontinence. It was reported that the patient had a urinary tract infection (uti). Additional information received on march 1, 2018 from the patient reported that they felt like they maybe were coming down with the flu and felt like they ¿got hit by a truck¿. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if the issue was resolved. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.